Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the mesher passed testing, however the unit was out of calibration. The roller gear was replaced, and the unit was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm and no delay.